Event description:
The hospital reported battery failure that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).